Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced convulsions, confusion, and an ultrasound detected a pericardial effusion. A pericardiocentesis was performed and the patient remains in a coma. The case was aborted. No further patient complications have been reported as a result of this event.